Event description:
Information was received indicating that a smiths cadd legacy 1 pump was tested to be under infusing. With claves the accuracy reading was -6.62%, without claves, the accuracy reading was -16.19% , with the walkmed bag the accuracy reading was -10.79% , the mod test was -4.24% , and the bemch test accuracy reading was -4.8%. There was no patient involvement.